Event description:
It was reported to philips that the pins on the battery pca were no longer making contact with the battery. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The failure was localized to j1 pins 3, 4, 7, and 8; which were compressed / damaged.